Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an endovascular thrombectomy interventional procedure using an 8f sheath. Reportedly, during knot advancement, tension was applied to the suture and the suture separated. The knot was still able to advanced and tightened, however; hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture separation. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B6 - relevant test/laboratory data - date corrected.